Event description:
It was reported the patient lost therapeutic effect following a fall. The details of the fall were not reported. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead 3889-28, lot # v470263, programmer 3037, serial # (B)(4).